Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during an esophageal variceal banding procedure performed on (B)(6) 2012. According to the complainant, during the procedure, two of the bands failed to deploy after the handle had been rotated. Reportedly, one of the bands detached from the ligator head into the patient's esophageal lumen which the user felt posed a risk of migrating into the patient's airway. The case was completed with a different device. Additionally, the user felt there was an increased risk of bleeding due to the intervention. However, no patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.